Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against the biotinol component of the reagent was confirmed. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings."

Manufacturer narrative:
The customer performed a tsh dilution test and noted that the results had good linearity. The customer also performed polyethylene glycol (peg) treatment tests. The customer stated that the ft3 recovery rate decreased after 25% peg treatment, while the tsh and ft4 recovery rates did not decrease after 25% peg treatment. The patient sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys elecsys ft3 iii and elecsys ft3 iii ver.2 results from one patient sample tested on the customer's cobas e 801 module with serial number (B)(4), the investigation site's cobas e 801 module with serial number (B)(4) and the investigation site's e 411 analyzer with serial number (B)(4). This MDR is for the ft3 iii assay. Refer to medwatch with patient identifier (B)(6) for the ft3 iii v2 assay. The initial results were not reported outside of the laboratory. The reporter suspected some nonspecific interference in the roche assays. The patient samples were then sent to an investigation site that uses an e 411 and an e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The ft3 iii reagent lot number used at the investigation site's e 411 is 585947 with an expiration date of 28-feb-2023. The ft3 iii reagent lot number used at the investigation site's e 801 is 583301 with an expiration date of 28-feb-2023. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to reproduce the customer's ft3 result. Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation is ongoing.